Event description:
It was reported that there was cracks on the top left of the screen of the insulin pump. Customer stated that she fell in water and fluid was visible under the display. Customer's blood glucose reading at the time of the call was 3.9 mmol/l. No further information report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.